Manufacturer narrative:
(B)(4). Batch # t9328k. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the active part of the device broke. No other details provided. No patient consequence reported.

Manufacturer narrative:
(B)(4). Date sent: 10/13/2020. Investigation summary: the device was returned with no apparent damage. During functional testing on gen11, an alert screen was displayed. The device was disassembled to inspect the internal components and it was found that the blade was cracked at the pin hole under the shroud of the device. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to how the pin hole was cracked. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.